Event description:
It was reported that the pump displayed a cassette not attached error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: day of event is unknown. H3: one device was received for analysis. A review of the event history log found a "cassette not attached properly" error. The device was visually and functionally tested and the customer reported complaint was unable to be replicated. It was found that the downstream occlusion seal was separating from the chassis. The dso seal was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.